Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00372. It was reported the patient experienced a severe trauma. In turn, the patient experienced ineffective stimulation due to lead migration (confirmed via x-rays). Surgical is pending to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report # 3006705815-2019-00372. Additional information received identified the patient underwent surgical intervention wherein the lead was explanted and replaced. Reportedly, therapy was restored post operatively. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Device 2 of 2 : reference MFR. Report# 3006705815-2019-00372. Additional information received identified reprogramming resolved the issue. Effective therapy was restored post reprogramming.